Manufacturer narrative:
Product complaint # (B)(4). Additional information was requested, and the following was obtained: is the user a new user to vistaseal? If not, how many times have they used vistaseal prior to this event? Yes. More than 50 times how many times have they applied the laparoscopic tip? More than 50 times was a sales representative present during the case when the issue was experienced? No what is the lot number of the affected devices? 2599119 and 263188. Did the vstas1 tips that experienced the quality issue come from a 3 pack of tips sold separately or a vistaseal kit? Vistaseal kit. Were there any unexpected outcomes or complications as a result of the event? No. Are there pictures of the damaged devices available? No. Are the device available to be returned for evaluation? If so, please provide the status of the return and any available tracking information. Yes. Rep waiting on recovery package the following information was requested, but unavailable: if the tips within a kit, what is the product code of the kit? Were either of the damaged product used on a patient? If yes was any leakage or product solution observed at the luer locks connection? Investigation summary: physical products were returned, and a root cause can be assumed. Two devices (device #1 and device #2) with spray/drip tips, luer-loks, and adaptors, as well as the ethicon labels, were returned. Noticeable markings are present on the luer-loks of both devices, indicating that the user attempted to pry off the luer-loks with a tool. For device #1, the luer-loks and the adaptor both had significant damage. The right-hand luer-lok on device #1 was successfully unscrewed, but the left-hand luer-lok seems to have been turned clockwise which, in turn, tightened the luer-lok to the point where it cannot be moved. Therefore, the most likely cause for this device failure was caused by the user. Device #2 also had evident markings on the luer-loks, in addition to a crack in the right luer-lok. It is clear that a tool was used in attempt to remove the luer-loks, ultimately damaging the device and preventing the luer-loks from being removed. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Event related to mw # 2210968-2022-01296. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2021 and a fibrin sealant preparation device was used. During the procedure the user could not remove the lure locks on the device. No adverse patient consequences were reported. Additional information was requested.